Event description:
It was reported that the insulin pump alarmed motor error during the bolus delivery. The blood glucose reading is 193 mg/dl. During troubleshooting, the insulin pump failed the displacement test. Nothing further reported.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion and motor tests. The device alarmed motor error alarm during the prime test due to a faulty force sensor resistor. A scratched lcd window and cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.